Manufacturer narrative:
It has been confirmed that the myo value of 21.30 ug/ml was provided in error. Samples from the patient were provided for investigation. The samples were found to contain an interfering factor to the streptavidin used in the roche assays. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on the cobas 6000 e 601 module (e601). Of the questioned results, there were erroneous results for the following assays: elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), the elecsys tsh assay (tsh), the elecsys myoglobin immunoassay (myo), elecsys ferritin (ferr), the elecsys free psa immunoassay (fpsa), and the elecsys cortisol test system (cort). It was asked, but it is not known if the erroneous results were reported outside of the laboratory. Roche markets the following myo assays: elecsys myoglobin immunoassay and elecsys myoglobin stat immunoassay. It was asked, but it is not known which myo assay was used for sample testing. Roche markets the following cort assays: elecsys cortisol test system and elecsys cortisol ii. It was asked, but it is not known which cort assay was used for sample testing. The sample was collected on (B)(6) 2017 and tested on the e601 and abbott analyzers on (B)(6) 2017. The customer believes that the sample may contain an interferent which interferes with the roche assays. Refer to the attachment for all sample data. An additional myo value of 21.30 ug/ml was provided. It could not be clarified if this was an additional myo value from the patient sample, or if it was provided in error. A clarification has been requested. The cort results were measured after one freeze/thaw cycle of the sample. This medwatch will apply to the ferr assay. Refer to the following manufacturer report reference numbers for information related to the ft3, ft4, and tsh assays: 1823260-2017-00142-00 = ft3, 1823260-2017-00143-00 = ft4, 1823260-2017-00144-00 = tsh. Patient identifiers for information related to the myo, fpsa, and cort assays: (B)(6) = myo, (B)(6) = fpsa, (B)(6) = cort. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer used at the customer site was (B)(4).

Manufacturer narrative:
The patient has hypertension, type 2 diabetes, asthma, and gout.